Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5 and h6: health effect - clinical code and correct sections b1, b2, and h1.

Event description:
Additional information was received on 12 jan 2024: the anchor pulled through the artery causing a perforation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure issue. The exact root cause cannot be determined. The likely cause was determined to have been excessive force during device withdrawal or during tamping resulting in the anchor pulling through the artery and damaging the vessel. Without an inspection of the sample, no conclusions can be made regarding the cause of the incident. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the anchor was pulled out of the vessel during deployment of the angio-seal device. The event occurred intra-operative. The estimated blood loss was less than 250cc's. The event results did result in patient injury and medical/surgical intervention was not needed. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient was transferred to the hospital from an office based lab (obl) setting. Additional information was received on 09jan2024: the procedure performed was an angiogram using a biotronik 6f x 45 sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Multiple pre-deployment angiograms were performed. The foot plate pulled through the artery. The patient started to bleed to death. The covered stent was placed. There was no testing performed to confirm that no part of the angio-seal that stayed inside the patient. Hemostasis achieved by a covered stent. The patient was stable. No concomitant medical products used with the involved angio-seal.

Manufacturer narrative:
E3: occupation: manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.